Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Event description:
It was reported from the united kingdom that the battery oscillator device was coming apart. It was reported that the top where the device opens to let the blade attach had come off. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device and the reported condition that the device was coming apart was confirmed. The device was visually inspected as received and it was found that the turn knob was loose, and it is not possible to lock the sawblade properly. Furthermore, the swing fork and coupling head are worn. Also, the device with a rotating saw head cannot be rotated or locked in a new position (rough running). Also, it refers to the gradual deterioration of a metal (such as corrosion, rusting, and pitting). Furthermore, the component of the device exhibits physical damage. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check the positioning of the saw blade, and check the function of the device. The cause for the loose turn knob is a confirmed design error and is covered under a CAPA in our quality system. The assignable root cause for the rest of the failures was determined to be traced to component failure due to wear.